Manufacturer narrative:
One 72202397 bioraptor knotless suture anchor device: two used for treatment in two related complaints, was not returned for evaluation. The product reported on is intended for hip applications. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location, tissue condition and surgical site preparation. Influences unrelated to manufacture that could compromise product performance or integrity include: site prep with alternate or without recommended instruments. Difficulty with establishing and maintaining axial alignment of suture anchor with prepared insertion site. Excess force placed upon the product. Product met specifications upon release to distribution. Complaint history review found no other report for this lot.

Event description:
It was reported that during the surgery bioraptor anchor was placed in the portal and break at the tip when the first impact was made. A backup device was used to complete the surgery. There was a surgical delay greater than 30 minutes.